Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s right ventricular (rv) lead exhibited possible t-wave oversensing (twos) or double counting during an appropriately detected and treated ventricular fibrillation (vf) episode. The oversensing appeared to be due to the morphology of the arrhythmia. The rv lead remains in use. No patient complications have been reported as a result of this event.